Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle missing from the monitor case. The root cause for the damaged receptacle was physical abuse. Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor and belt.

Event description:
A us distributor returned a monitor and belt and reported being unable to complete incoming functional testing.